Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the subject lead was removed due to inappropriate shocks. Accordingly, these shocks were a result of lead dislodgement caused by twiddlers syndrome. No patient files are available in relation to the reported issue. No known impact or consequence to the patient.